Event description:
Traditional 2 stage surgical procedure. Good oral hygiene.

Manufacturer narrative:
According to our investigation, the returned product met all its specifications. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior. See scanned pages.